Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A 3 hour accelerated stress test (ast) was performed on the cycler and a loud grinding noise occurring in motor a and b but completed treatment without any failures or problem. No fluid leaks in test cassette during test. The cycler underwent and passed a teach pumps test. The pump integrity test failed. The failure was due to a weak pump motor a and pump motor b. There was a grinding noise during test. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was experienced from an unknown location. The leak was discovered after treatment was cancelled in step 9. There were no alarms or warnings prior to the leak. Fluid was discovered in the pump module area of the cycler. Upon follow up, the patient confirmed the reported event. Additionally, the patient confirmed that the cycler did not alarm during the reported event. After treatment was complete in step 9, the patient confirmed that fluid began leaking out of the door while the cassette was removed. The patient confirmed there were no issues with the solution bags used during the event. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated they are scheduled to receive a replacement cycler and has elected to complete pd treatment using the old cycler in absence of the new replacement cycler. The patient confirmed they have been completing their treatments on the old cycler with no issues after the reported leak event. The old cycler is available for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was experienced from an unknown location. The leak was discovered after treatment was cancelled in step 9. There were no alarms or warnings prior to the leak. Fluid was discovered in the pump module area of the cycler. Upon follow up, the patient confirmed the reported event. Additionally, the patient confirmed that the cycler did not alarm during the reported event. After treatment was complete in step 9, the patient confirmed that fluid began leaking out of the door while the cassette was removed. The patient confirmed there were no issues with the solution bags used during the event. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated they are scheduled to receive a replacement cycler and has elected to complete pd treatment using the old cycler in absence of the new replacement cycler. The patient confirmed they have been completing their treatments on the old cycler with no issues after the reported leak event. The old cycler is available for return.